Event description:
Customer called to report that she did not think her pod was delivering insulin. Her blood glucose levels (bgs) ranged from 312-358 mg/dl while wearing the pod. The pod did alarm just prior to her changing it and starting a new pod. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.